Event description:
It was reported "the balloon got ruptured during use. Therefore, a new device was used instead". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint that the "balloon got ruptured during use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met. Specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the balloon got ruptured during use. Therefore, a new device was used instead". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).